Event description:
It was also reported that telemetry was more difficult when the wheelchair recharger was on. The patient¿s underdose symptoms occurred for a few hours every couple of days when he recharged his wheelchair. The patient was admitted to the hospital after he became ¿real tight¿. He was treated with oral baclofen and valium and his pump dose was adjusted. The patient then overdosed, and the pump dose was changed again.

Event description:
It was reported the patient experienced underdose symptoms of increased itchiness. No volume discrepancies were noted. A dye study was normal. The event logs were checked and found normal. No motor stalls were reported. A roller study was performed with no problem found. The patient reported that the changes in therapy began with he received his new "power assist" electric wheelchair. It was also noted that telemetry was difficult when the patient was in his wheelchair. Emi was suspected as a cause relating to the underdose symptoms. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4).